Event description:
The user facility reported that during a patient procedure the surgical table started to flex down at the seat and back section without being commanded to do so. The patient was transferred to a different table and the procedure was completed successfully. No injuries to hospital staff or patient were reported.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating to specifications. The technician verified proper articulations of the table via the hand control and override switches and no issues were noted. The technician also stated that no internal oil leaks were observed. The technician was unable to duplicate the reported event and the table was returned to service; no further issues have been reported.